Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited loss of capture a day post implant. The right ventricular refractory period and the left ventricular refractory period were both increased and capture was still intermittent. Additional information has been requested. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient's left ventricular (lv) lead had pulled back one day post implant but was still capturing. The pacing vectors and settings were reprogrammed and lv pacing was restored. No additional adverse patient effects were reported.